Event description:
Customer reported his insulin pump alarms no delivery about once a month. Customer's blood glucose is 97 mg/dl. The alarms occur during a bolus. The alarms are usually resolved by changing out his infusion sets and reservoirs. Customer was advised to keep the faulty supplies next time the issue occurs for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).